Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy as intended indicating there was a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. The data presented an 0x41 alarm and rotational sensor errors. The device completed first prime earlier than expected. The device was reset and rerun. The rerun data presented a rotational sensor error and an 0x42 alarm. Contamination was observed on the commutator cap. This contamination caused the rotational sensor errors that prevented the needle from deploying, and these rotational sensor errors also caused the alarms observed in the data.